Event description:
The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta), the physician crossed/accessed the target lesion with the 180 cm. Pgw jindo str guidewire and advanced the non-cordis stent delivery system/express ld over the guidewire. Resistance/friction was felt during advancement and the guidewire was withdrawn from the patient. Inspection of the guidewire after removal noted that the surface of the guidewire had peeled off. The product was not used further. Another jindo 300 cm. Guidewire was used to complete the procedure successfully. There was no reported patient injury. The target lesion was the common iliac artery. The lesion was reported to be: a 75% stenosis, de novo, moderately calcified, and moderately tortuous. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. There was no product issue noted with the stent delivery system used. No additional information was available.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta), the physician crossed/accessed the target lesion with the 180 cm. Pgw jindo str guidewire and advanced the non-cordis stent delivery system/express ld over the guidewire. Resistance/friction was felt during advancement and the guidewire was withdrawn from the patient. Inspection of the guidewire after removal noted that the surface of the guidewire had peeled off. The product was not used further. Another jindo 300 cm. Guidewire was used to complete the procedure successfully. There was no reported patient injury. The target lesion was the common iliac artery. The lesion was reported to be: a 75% stenosis, de novo, moderately calcified, and moderately tortuous. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. There was no product issue noted with the stent delivery system used. No additional information was available. One non-sterile jindo guidewire was received in a plastic bag. The guide wire presented a bent at approximately 2cm from tip end; also, it was observed that the coating was accordion-like shaped at approximately 46.5cm from tip end. No other anomalies were observed. The unit was inspected under microscope and no other anomalies than the ones visually observed were noted. Functional analysis could not be performed since the non-cordis stent delivery system was not returned for evaluation; in addition, the as received conditions of the device made not possible to perform a functional test with a cordis microcatheter lab sample. (B)(4). The complaint reported by the customer as: 'guidewire- resistance friction' could not be evaluated since the non cordis stent delivery system was not received for analysis; also, the as received conditions of the device made not possible to perform a functional analysis with a cordis microcatheter lab sample. The complaint reported by the customer as: 'coating- delaminated' was confirmed according to the observed conditions of the returned device, the delaminating of the device was present in an accordion-like shape. The cause of this delaminated/peeling condition could not be determined. The device did not present any obvious indications of manufacturing defect or anomalies that may have contributed to the event reported. The records indicated that the product met specifications prior to shipment. The cause of the bents found during analysis could not be conclusively determined but it could be related to the coiled condition of the unit received for analysis. The IFU warns to never push, auger, withdraw, or torque a guidewire that meets resistance. First, using fluoroscopy, determine the cause of resistance and take any necessary remedial action. In addition, if any resistance is felt, i.e., due to vessel spasm, bent guidewire, or guidewire entrapment, while manipulating or removing the guidewire in the blood vessel: stop the procedure. Do not move or torque the guidewire. Using fluoroscopy, first determine the cause of the resistance, then take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged. This may cause blood vessel injury or result in fragments being left inside the vessel. Based on the information available for review, there are possible procedural factors (resistance/friction during withdrawal) that may have contributed to the reported event. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue; therefore no corrective or preventive actions will be taken at this time.